Manufacturer narrative:
(B)(4). The other cds referenced is filed under a separate medwatch report. Evaluation summary: the clip was returned without the delivery system. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of mitral regurgitation (worsening), as listed in the mitraclip system electronic instructions. All available information was investigated and a definitive cause for the slda could not be determined; however, the investigation determined that the complete clip detachment appears to be related to user technique/procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda) and complete clip detachment for clip (61121u235). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. The first clip delivery system (cds) (61121u235) was advanced to the mitral valve and the clip was implanted successfully, reducing the mr to 1+. However, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). Mr increased to 3. A second clip delivery system (cds) (61025u194) was advanced to the mitral valve to stabilize the first clip, when inverting the clip arms in the left atrium, the clip interacted with the first implanted clip. Once the clip was in the left ventricle, the clip was got caught on the chordae, and could not be removed. During an attempt to remove the clip from the chordae, the mitral valve was aggressively pulled and the first implanted clip detached from the posterior leaflet and migrated to the left atrium. Mr increased to 4. The second clip was freed from the chords and successfully implanted, reducing mr to 2+. A snare device was used to remove the detached clip from the left atrium. The patient remained stable. There was no clinically significant delay during the procedure. No additional treatment is planned for the patient. No additional information was provided.